Event description:
5 reports received from various facilities regarding the sureform 45 (both straight and curved) misfiring and giving error code after malfunctioning that tissue is too thick. After it was swapped out with similar product, device worked.